Event description:
A new blood pressure cuff was removed from the packaging, placed on the patient in the usual fashion and connected to the philips monitoring system. The cuff began to inflate and a "pop" was heard and the cuff immediately deflated. The patient was not harmed, just startled. There are no obvious defects to the exterior of the cuff leading staff to believe the interior bladder burst.